Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 407658 lead, implanted (B)(6) 2014. (B)(4).

Event description:
It was reported that the right atrial (ra) lead had high impedance since implant. Impedance measurements showed varying and high readings. The lead remains in use. No patient complications have been reported as a result of this event.